Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lv lead had suddenly rising and elevated thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had intermittent failure to capture. The lv lead will be assessed at the patient's next follow-up visit and remains in use. It was noted that the patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead exhibited elevated threshold again. The lead was reprogrammed.